Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, log files were provided for review. Review of the logs identify the case began on 1/20/26 at 05:17. A single cable fault with CPR stat-padz/CPR-d-padz using an r series adapter occurred at 05:47, followed by a pads on prompt with pads off prompt occurred at 06:03, after which a pads impedance waveform continued without ECG tracing. Additional pacer lead fault prompts were recorded for the remainder of the case. The log data indicates intermittent loss of connection between the patient and the device through the pads and ECG cable. Based on the log review alone it's difficult to determine if accessories were a factor or patient coupling. The device appears to deliver pacing therapy when the necessary requirements are met. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), two x series devices were unable to pace. Please reference medwatch number 1220908-2026-00464 for the second report related to this patient event. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation for evaluation. The reported inability to perform pacing could not be reproduced during testing with the returned multifunction cable. The device passed pacing and bench testing. Review of device data logs identified pacing lead faults, cable faults, pad lead faults, and intermittent pad connection/disconnection messages, indicating connectivity issues between the device and patient interface components. The associated pads and ECG leads were not returned for evaluation, limiting further investigation. Internal inspection identified damage to the processor/ bridge/ pace (pbp) board; however, the reported event could not be firmly established to the observed damage. The pbp board was replaced as a precaution. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.